Event description:
It was reported via maude event report, volun 2008, failure of right hip fracture internal fixation. The compression screw has cut out of the femoral head, leaving her a significant amount of lateral pain. Had surgical removal of the compression screw. The long stemmed intramedullary rod remains in place in the proximal femur.

Manufacturer narrative:
Device is not available for evaluation. Additional information has been requested and if received will be provided on a supplemental report.